Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h6, h10. One 4 lesion nt2000¿ pain management rf generator was received for investigation. Ac power was applied to the rf generator and a successful power on self-test was observed. There were no faults, warnings or irregular heating periods encountered during the evaluation performed. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event cannot be conclusively determined as no abnormalities were identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report further information regarding the event was requested but not received.

Event description:
During a procedure the generator was powering off unintentionally and the screen would turn blank and beep. The device was power cycled and directly connected to the outlet with no resolution. The patient was prepped and the procedure was cancelled with no patient consequences.